Event description:
It was reported that the day after the implant surgery, the patient went to the emergency room for 6 days. The patient had an infection, white cells, and dehydration from vomiting. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient fainted and fell 3 times after the surgery while getting into a taxi cab. The day after the surgery on the 13th, she was vomiting, and fainted, and was taken to the emergency room (ER). She was hospitalized for 6 days. She had a blood infection of unknown origin and unknown cause. The patient was also dehydrated. She had congestive heart failure (chf) and also had a cardiac pacemaker. The patient did not know if this was a cardiac episode, true post-operative complication, or combination of both. It was noted that she got a new pacemaker put in a month ago.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial#(B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).